Event description:
The initial reporter alleged discrepant reactive results with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. For patient sample 1 ((B)(6)), tested on (B)(6) 2021, the elecsys hiv combi pt assay generated a result of 3.54 coi (reactive), while the hiv vidas assay was negative. For patient sample 2 ((B)(6)), tested on (B)(6) 2021, the elecsys hiv combi pt assay generated a result of 1.2 coi (reactive), while the hiv vidas assay was negative. For patient sample 3 ((B)(6)), tested on (B)(6) 2021, the elecsys hiv combi pt assay generated a result of 2.69 coi (reactive), while a repeat test on the cobas e 601 module generated a result of 0.177 coi (non-reactive). The hiv vidas assay for this sample was also negative. For patient sample 4 ((B)(6)), tested on (B)(6) 2021, the elecsys hiv combi pt assay generated a result of 1.09 coi (reactive), while a repeat test on the cobas e 601 module generated a result of 0.202 coi (non-reactive). The hiv vidas assay for this sample was also negative.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The investigation noted that initially reactive results may occur with the elecsys hiv combi pt assay. Additionally, it was reported that both measuring cells in the analyzer were at the limit of their testing capacity and were subsequently replaced. Following this replacement, no further false-positive results were reported by the customer. The root cause of the reported event could not be definitively determined. The device remains in operation at the customer site, and re-testing or confirmatory testing is recommended for initially reactive or borderline samples.